Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were no keyboard failures. A field service engineer (fse) tested the installed keyboard and found no issues. Due to the critical nature of the area, a replacement keyboard was installed. The universal serial bus (usb) cable was replaced due to stretching. All e drawer connections were checked and reseated, and all internal drawer connections were reseated with no abnormalities noted. The usb sleep setting was verified as disabled, and all in one (aio) network interface card (nic) speed and duplex settings were confirmed at 100 hdx. All drawers were tested extensively using hardware testing application (hta) diagnostics, with no issues observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was failed, station periodically shut down at random intervals and the keyboard had a connecting issue. The customer stated that they tried to reboot but the issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.